Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer performed a pump reset but was unable to finish troubleshooting. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.